Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The unopened catheter was returned. The catheter was removed from the packaging and laid flat, the coude notch appeared to line up with the curve. The device was returned unopened; therefore, were not used on a patient, however, is intended for treatment purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the intermittent catheters were not aligned, therefore causing an issue with insertion (lot#nggr4539). Per additional information on (B)(6) 2023, the bump at the end of the catheter did not properly line up with the curve in the coude tip. It was off centered and was causing the patient to have a false idea on where the tip of the catheter really was. This caused the patient alot of pain. No medical intervention was reported (lot#nggt1376).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were not aligned, therefore causing an issue with insertion.